Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the sample or any images of the issue to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
"Upon inserting the catheter, the plastic tip of the introducer bent (broke). In our experience, since 2004, using this brand argon, this occurs after a number of punctures; however, this was the very first puncture. Even though the main advantage of PICC is to decrease the newborn stress caused by venous puncture, we had to stop the procedure and ask for another introducer and perform a second puncture. Due to this fact, I ask that the required action is taken, as this is the second time this happens within 7 days, so that the brand is not replaced, once argon catheter is our first option."